Event description:
The pt was admitted feeling intermittent ( monthly) overdose then withdrawal; the symptoms were not reported. This was thoroughly investigated. The pump had a minor volume discrepancy of approx 1.5mls; it was ignored as incomplete emptying of reservoir on aspiration. The catheter was patent. Two weeks ago, a critical pump alarm was heard. One week ago at pump refill, the message on telemetry was "motor stall occurred. Stopped pump period may exceed tube set." The pump was used to deliver 500 mg dimorphone in 1% bupivacaine at 6.25 mg/day. There was no pt injury. The pt was no longer receiving treatment.

Manufacturer narrative:
.